Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator, exposed through the skin behind the pinna and causing discomfort (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.